Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient was implanted with the spinal cord stimulator (scs) device and kept on getting infections. The patient underwent an scs replacement procedure. It was noted that the patient was pleased as the scs worked for the pain, however, the patient kept getting infections in the groin area and other places. The physician advised that the scs should be removed. No further information could be obtained.